Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure;had yellow and green light flashing.specific component(s) involved: external controller malfunction;had yellow and green light flashing & beep.causative or contributing factor: patient noncompliance in device maintenance and protection;intervention(s): replacement of external controller;type: lvad.